Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is off-label usage of the device. A data investigation will not be performed as signal loss up to one hour is within specification. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).